Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. During visual examination, the balloon was found torn between the bonds. The balloon edges did not match at the torn region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the device manufacturing process the units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use in patient, the balloon of this swan-ganz catheter leaked air. The device was replaced with a new unit to solve the problem. The device was received for evaluation and the balloon was found torn between the bonds. The balloon edges did not match at the torn region. There was no allegation of patient injury. Patient demographic data was unable to be obtained.